Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-00293. It was reported that electrocardiogram (ECG) changes and stent thrombosis occurred. The target lesion was located in the proximal to mid right coronary artery (rca). After a non bsc guide wire crossed the lesion, a 3.5x20mm balloon catheter was advanced for predilation. Then a 3.50x32mm and a 3.50x38mm promus premier¿ stents were deployed in the target lesion. Post dilation was performed using a 3.5x20mm non-compliant (nc) balloon catheter. The patient had good flow however 30 minutes post procedure, the patient had ECG changes and was brought back to the cardiac catheterization laboratory. It was found out that there was a thrombosis at the proximal portion of the recently implanted stents and the artery was occluded. The physician rewired the artery and dilations were performed. The patient was in an anaphylactic shock due to dye allergy.